Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring report displayed incorrect lead impedance values. This is a known issue with the remote monitoring network where the system incorrectly reports bipolar lead impendance when unipolar lead impendance needs to be reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.